Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that over the weekend of (B)(6) 2018, the patient was unable to turn their stimulation up past 4.0 milliamps (ma) when they usually have it set higher than that. It was noted that the patient usually turns stimulation down when they go to bed, and then when they wake up they turn stimulation back up. As a result of this, the patient's leg pain that they had not felt in 4 months had returned causing walking to be difficult for them. Troubleshooting on the call included having the patient decrease the intensity to 0.0 ma and then increase. They were unable to increase past 0.2 ma. They were redirected to their doctor to have the device checked. On (B)(6) 2018, a manufacturer representative (rep) reported that they had just met with the patient and ran impedances. They found electrode 10 had an impedance of 40,000 ohms. They removed electrode 10 from the patient's programming, which resulted in the patient receiving stimulation; issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the patient was unable to turn up stimulation. Open contacts were observed on contacts 9, 11, 12, 13, and 14. No factors were said to have contributed to the issue. The device was reprogrammed using the other lead and the patient got the coverage needed. The issue was reported to be resolved. No further complications were reported.